Manufacturer narrative:
(B)(4).

Event description:
Customer stated the small plastic/rubber ring on the distal tip of the catheter on trerotola device came off as physician was backing the device out of patient's artery. The physician attempted to use a snare to retrieve the small ring left behind but was unsuccessful. Customer states the physician believes the patient did not suffer any adverse event associated with item left behind. The patient's condition is reported as fine. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer report of a ptd tip separation was confirmed by complaint investigation. The black pebax tip was completely separated from the basket assembly and was not returned for evaluation. The ptd catheter and rotator passed all visual and functional testing. Records review as follows: the instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be (continued) other remarks: advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed with no relevant findings. A CAPA was previously initiated to further investigate the issue of ptd tips separating during use. However, the defect described in the CAPA typically is the ptd tip shearing and breaking off (leaving a base ring of the tip on the basket assembly). The customer description appears to indicate that the majority of the tip had already fallen off (similar to the CAPA failure mode), and then the remaining ring fell off when they were withdrawing the catheter. It is possible that the "ring" either snagged on the arterial sheath as they were removing it, or that the ptd catheter outer sheath pushed the ring off when they collapsed the basket. However, without the ptd tip returned to evaluate, the failure mode could not be determined and thus the root cause could not be determined. Based on the complaint description/returned sample and because the separated tip was not returned, the probable cause for this issue could not be determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer stated the small plastic/rubber ring on the distal tip of the catheter on trerotola device came off as physician was backing the device out of patient's artery. The physician attempted to use a snare to retrieve the small ring left behind but was unsuccessful. Customer states the physician believes the patient did not suffer any adverse event associated with item left behind. The patient's condition is reported as fine. Therapy was reported to be delayed/interrupted.